Event description:
It was reported that stent foreshortening occurred. The de novo target lesion being treated was located in the mildly tortuous left anterior descending artery. A 3.00x38mm promus element long stent was deployed to treat the target lesion. After implantation, the physician noticed foreshortening of the stent. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).